Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately reset to bvvi mode due to a non-maskable interrupt (nmi) event. This led to loss of defibrillation therapy. The patient was asymptomatic. The ICD was reprogrammed successfully, and the patient left in stable condition.